Event description:
Percutaneous coronary intervention (pci) was performed in a 70% stenosed lesion in the mid left anterior descending (lad) artery. The motor drive unit (mdu) shut down during pull back. The physician withdrew the entire intravascular ultrasound (ivus) catheter without returning the imaging core assembly back to the starting distal position. Upon withdrawal, the physician noted the tip of the catheter had come off. The distal marker was visible in the artery, confirming the tip remained in the pt. The physician stented over the detached tip, embedding it to the vessel wall. The pt was reported to be in excellent condition and was discharged the next day.

Manufacturer narrative:
A ship history was performed to try to identify the device likely utilized in this procedure. As a result of the large amount of catheters sent to this facility, the device history record (DHR) review was limited to the batches sent in the month prior to the event date. The DHR review was performed for each batch; however, the DHR review found nothing relevant to the reported event as all released devices met specifications. No trends were identified. No similar complaints by event description were found in the potential batches identified in the review. The catheter was not returned to the MFR for eval as it was disposed by the facility; therefore, product inspection could not be performed. The manufacturer cannot conclusively determine the cause of the user's experience. The directions for use (dfu) cautions and instructs the user to "fully advance the imaging core and stop the motor drive unit (mdu). Maintain the position of the wire and remove the catheter" as well as "never advance or withdraw the imaging catheter without the imaging core assembly inside the most distal portion." If the imaging core is not fully advanced when the system is removed, the distal tip does not maintain the same stability as when the imaging core is advanced. In this case, the imaging core was not fully advanced when the system was removed from the pt. As a result, it is possible the catheter encountered resistance, calcification, or tortuosity within the anatomy, in which it was exposed to a great deal of force; user error is the likely root cause.